Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the wings broke off the bd vacutainer® push button blood collection set during use. The following information was provided by the initial reporter: "customer stated that the wings broke off item 367324, lot 9031968 during use."

Event description:
It was reported that the wings broke off the bd vacutainer® push button blood collection set during use. The following information was provided by the initial reporter: "customer stated that the wings broke off item 367324, lot 9031968 during use."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for separation of the front (wing) and rear barrel components with the incident lot was observed. Evaluation of the customer samples was performed and damage to the rear barrel was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for front/rear barrel separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.